Event description:
Procedure; kidney/adrenal "grand." Allegedly, the following occurred; on operating, on the way of using the device in the cavity, the pouch broke easily.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insuffcient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.